Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/4/2020. Device evaluation summary: according to the information reported the patient experienced a rupture. A manufacturing record evaluation (mre) was performed for the finished device number 5843912, and no non-conformances related to the reported complaint were identified. During evaluation of the device it was observed to be ruptured and received incomplete. Microscopic examination was performed, and the cause of the rupture could not be identified. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient with a history of breast cancer who underwent breast reconstruction revision with a 325cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture and rupture post procedure. This was accompanied by pain. The patient underwent bilateral implant exchange with bilateral capsulectomies as a result. The left replacement was a 300cc mentor memorygel breast implant and the right replacement was a 400cc mentor memorygel breast implant. The left sided capsular contracture was reported initially under 1645337-2020-00193 on 1/3/2020. The left sided prosthesis was originally thought to be both the ruptured and capsular contracture device. However, additional clarification was gained with the device received on 1/8/2020. The right sided device was revealed to be the ruptured device. This report relates to the right prosthesis.